Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional testing confirmed the check clutch alarms due to a loose carriage washer and non-functional position potentiometer. The carriage washer was tightened and the position potentiometer cable was replaced. Following repair, the device passed all function and delivery testing.